Manufacturer narrative:
Correction of aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited under sensing that appeared to be proarrhythmic. Health care professional (hcp) adjusted the rv sensitivity. To date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited under sensing that appeared to be proarrhythmic. Health care professional adjusted the rv sensitivity. To date, this lead remains in service. No additional adverse patient effects were reported.